Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the lay patient's onetouch ultralink meter would not power on. The complaint was classified based on information obtained by the customer care advocate (cca). The reporter stated that the alleged issue started between 9:30-9:45 a.m. On the day she contacted lfs. The reporter mentioned that the patient is on insulin pump therapy and denied that the patient made any changes to his normal diabetes management as a result of the alleged issue. The reporter stated that the patient was experiencing "tingling and burning" sensations in his hands and feet, as well as an unspecified issue with him stomach, prior to the alleged issue starting. The reporter informed the cca that the patient treated himself with 2.1 units of novolog insulin as a result of the alleged issue. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter did not need a new battery and that there had been no misuse to the subject meter. The cca was also confirmed that the subject meter would not turn on manually or by inserting a test strip. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient's began prior to the alleged issue starting. In addition, there was no indication that there was a decline in the patient's status from the insulin he administered himself as a result of the alleged issue/symptoms. However, this complaint is being reported as a malfunction because, the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.